Event description:
It was reported that the actual residual volume was greater than the expected volume. Specific values were not reported. The plan was to replace the pump on (B)(6) 2011 because of volume discrepancies. It was also noted the patient experienced "no change in therapeutic effect after dose increases". The drug in the pump was lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model#8709, lot#j0039913r, implanted: (B)(6) 2000, explanted:unknown.